Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient representative reported right side adhesion, device dislocation and capsular contracture baker grade unknown, "depressive stress disorders, anxiety disorders", "a distorted self-image", and "has perceived the carcinogenic implants as foreign bodies since learning about the recall". Device has been explanted.

Event description:
Patient representative later reported device dislocation, implant migration, implant growing into tissue. The events "depressive stress disorders, anxiety disorders", "a distorted self-image as a woman", and " she has perceived the carcinogenic implants as foreign bodies since learning about the recall" are deemed not related to the device. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, h6